Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during hemostasis after an esd procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device could not be inserted into the working channel of the scope. It was then noticed that the cup was bent. No biopsy samples had been collected with this device prior to the alleged failure. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. It could not be reported if the device was inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during hemostasis after an esd procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device could not be inserted into the working channel of the scope. It was then noticed that the cup was bent. No biopsy samples had been collected with this device prior to the alleged failure. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. It could not be reported if the device was inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; jaw/cup bent. Confirmation was received from the complainant that the appropriate device was returned for analysis; however, the evaluation found that the device met all manufacturing specifications. Therefore, the complaint is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results this report is no longer considered a reportable event (B)(4).